Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had an intermittent defect in the touchscreen. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed to gather further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.